Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications.

Event description:
During a superdimension enb procedure it was noted that the patient had transient desaturation to low 80s that resolved with brief use of nrb and weaned back to 2lnc immediately post-procedure. The patient was discharged the day of the procedure, no further complication or intervention was required.